Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient and hcp noted the patient wasn't getting adequate pain relief, but their progress notes indicate that the patient was getting a high quality of pain relief. The explanting physician did not understand the rationale for explant, but performed the explant at the direction of the managing hcp and patient's request. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue or diagnostics/troubleshooting performed. It was noted the issue was resolved.